Manufacturer narrative:
Heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. H3: code "other" was selected as the medical device remains implanted. Return not possible. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore: on (B)(6) 2024, the patient underwent an endovascular treatment of a thoracoabdominal artery dissection. A gore® viabahn® endoprosthesis with heparin bioactive surface (viabahn device) was implanted in the celiac artery. After the viabahn device was deployed, when the catheter of the viabahn device was attempted to remove, the leading end of the catheter, about 7cm from the leading olive, was broken. The broken catheter was able to be retrieved using a snare catheter and a balloon catheter. The procedure was concluded and any harm to the patient didn't occur. The physician stated that the inner diameter of the artery was quite narrow and the catheter was tensioned aggressively when the catheter was removed. And he thought that the catheter was broken because the catheter was pushed and pulled repeatedly with the catheter was angled near 90° when the catheter was delivered to the celiac artery. It was reported that the viabahn device was implanted in an intended position.

Manufacturer narrative:
H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. Emdr section h6, added codes c19 instead of c21 to reflect results of investigation.